Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 4 complaints were received during this report period. All 4 were determined to be misapplication. All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 4 </noe> malfunction events which are associated with undesired damage or breakage of materials used in device construction. These reports were received from various sources. No patient information confirmed.